Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to general hospital vienna due to bradycardia. The s-ICD recorded an episode of smart pass event showing the smart pass feature disabling due to bradycardia with syncope less than 10 seconds. Data analysis was requested but has not been performed. Additionally, the patient was admitted into the hospital and discharged a couple of days later. The plan is to replace this s-ICD system with a transvenous device maybe sometime next week. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The system will not return as the patient wanted to keep the products.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to general hospital vienna due to bradycardia. The s-ICD recorded an episode of smart pass event showing the smart pass feature disabling due to bradycardia with syncope less than 10 seconds. Data analysis was requested but has not been performed. Additionally, the patient was admitted into the hospital and discharged a couple of days later. The plan is to replace this s-ICD system with a transvenous device maybe sometime next week. Additionally, the system was explanted and replaced. No additional adverse patient effects were reported. The system will not return as the patient wanted to keep the products.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to general hospital vienna due to bradycardia. The s-ICD recorded an episode of smart pass event showing the smart pass feature disabling due to bradycardia with syncope less than 10 seconds. Data analysis was requested but has not been performed. Additionally, the patient was admitted into the hospital and discharged a couple of days later. The plan is to replace this s-ICD system with a transvenous device maybe sometime next week. No additional adverse patient effects were reported. This device and electrode remain in-service.